Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10: concomitants: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm recall device 200-02-38 - three peg patella 38mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 64 yo male patient, initial right knee implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2023, approximately 8 years post the initial procedure. The patient complained of pain. Loose femur and recalled poly indicated. There were no device breakages or surgical delays. The patient was last known to be in stable condition following the event. No device returns anticipated. Due to the recall the hospital will not release them. X-rays and device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to the reported pain, femoral loosening of the right knee, or due to the inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the tibial tray to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the damage to the polyethylene appears unremarkable in the provided images for a device implanted for 7 years. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.